Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.

Manufacturer narrative:
Date of report: 19sep2018. Date of manufacturer: 23may2018. The customer reported intermittent functionality of the touchscreen. The customer was advised by philips technical support to replace the touchscreen. No additional information was received. No parts were returned to philips for evaluation, therefore, a root cause could not be established.